Event description:
It was reported that during a device check, the autopulse platform's led light was flickering upon power up. The same event occurred using other batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows that the lcd backlight was flickering. The physical damage found during visual inspection confirmed the reported event of the autopulse's led light flickering when powered on. Functional testing was performed and the reported issue of the autopulse's led light flickering when powered on was reproduced. In addition, testing with other batteries also reproduced this same issue. It was observed that the lcd display was at fault. Based on the investigation, the part that was identified for replacement was the lcd display. In summary, the reported complaint of the autopulse's led light flickering when powered on was confirmed during visual inspection and functional testing. The fault was found to be due to the defective lcd display. Upon replacement of the display, the platform was re-evaluated through functional testing and passed all testing criteria.

Manufacturer narrative:
Please note that the platform in complaint was returned to zoll (B)(4) on (B)(4) 2014 without any associated complaints. Zoll (B)(4) contacted the distributor on (B)(4) 2014 to gather additional information and received information about the reported complaint on (B)(6) 2014. Zoll (B)(4) confirmed the customer's reported complaint. Investigation is still in progress. A supplemental report will be filed when investigation has been completed.